Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes there was unclear separation between cells and plasma. The following information was provided by the initial reporter: customer problem: customer states blood is breaking through separator when spinning in fixed angle centrifuge. Customer states that gel is not separating properly while using fix angle centrifuges. The tubes were centrifuged using a fixed angle hettich eba 120, set at 6000 rpm for 4 minutes. When the centrifugation was complete, the tube would show a red streak running up the side of the tube on the upside of the slanted gel. Customer adjusted centrifuge to 5000 rpm for 10 minutes. Customer states there is an unclear separation between cells and plasma.

Manufacturer narrative:
H.6 . Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to poor barrier separation were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure mode (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ blood collection tubes there was unclear separation between cells and plasma. The following information was provided by the initial reporter: customer problem: customer states blood is breaking through separator when spinning in fixed angle centrifuge. Customer states that gel is not separating properly while using fix angle centrifuges. The tubes were centrifuged using a fixed angle hettich eba 120, set at 6000 rpm for 4 minutes. When the centrifugation was complete, the tube would show a red streak running up the side of the tube on the upside of the slanted gel. Customer adjusted centrifuge to 5000 rpm for 10 minutes. Customer states there is an unclear separation between cells and plasma.